Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test/essure confirmation test conducted: no (per pfs)". The patient's medical history included hives. Concurrent conditions included arthralgia, joint swelling, wrist pain, swelling nos, generalized itching, hydrarthrosis, dysfunctional uterine bleeding, perineal pain, muscle ache and nickel sensitivity. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), rash ("rashes or skin conditions: toe, back and side/rashes"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"), 8 days before insertion of essure. On an unknown date, the patient experienced pruritus ("allergic or hypersensitivity reaction: itching"), headache ("headaches"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy(bilateral removal of fallopian tubes) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, pruritus, female sexual dysfunction, migraine, headache, nausea, dyspareunia, fatigue and abdominal pain outcome was unknown and the menorrhagia, rash and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: pain and suffering, emotional distress, economic loss, as well as punitive damages and other damages in an amount to be proven at trial diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: final diagnosis: a-b: right fallopian tube and contents and left fallopian tube and contents, bilateral salpingectomy and removal of contents: two segments of fallopian tube and metallic foreign body material concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, rashes, dysmenorrhea, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 30-may-2019: plaintiff fact sheet and medical record received. Events: abnormal bleeding (vaginal, menorrhagia), itching; apareunia (inability to have sexual intercourse), rashes or skin conditions: toe, back and side; migraines, headaches, nausea; dysmenorrhea (cramping), dyspareunia (painful sexual intercourse); pain, fatigue, abdominal pain, she did not undergo essure confirmation test was added. Event outcome was updated for the events: menorrhagia, dysmenorrhea, rashes. Concomitant and historical conditions were added. Lab data was added. Reporter information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.